Manufacturer narrative:
Device discarded by customer.

Event description:
It was reported that during a surgical procedure at the user facility, there was a hole in the toga. The procedure was completed successfully with the same device without a clinically significant delay; no adverse consequences or medical intervention were reported.